Manufacturer narrative:
Three devices (1 used and 2 unused) were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and observed a leak on the used sample. The reported problem was verified on the used sample. The cause was determined to be due to inadequate or a lack of cyclohexanone applied during the manufacturing process. This issue is being further investigated. Functional testing was performed on the 2 unused samples and no leakage was observed. The reported issue was not verified on the 2 unused samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml exactamix eva tpn bags had leaked from the middle port. This event occurred while compounding with unspecified solution. There was no patient involvement. No additional information is available.